Event description:
The "school nurse" said that the meter was giving high readings. While on the phone a review of the system was conducted. Electronic checks were attempted but an error code was being displayed. In further investigation it was learned that the display was missing portions of the "hundreds" unit. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.